Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridges were filled with 230 units of insulin. Cartridge changes were performed resolving the past inaccurate fill estimate issues. Blood glucose level was 400 mg/dl. During a follow-up, it was reported that the pump was displaying an accurate fill estimate.